Event description:
Manufacturer's investigational unit confirmed melting and burning in the inform base unit. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).